Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder eroded through the distal tip of the penis. The erosion was visually diagnosed. The ipp was removed and there is no plan to replace. A full recovery is expected for the patient.